Event description:
Customer reportedly received blood glucose result of 000 mg/dl on the compact system. The result is outside the numeric range of 10-600 mg/dl of the device. Per product labeling, 000 is displayed during the test sequence, and will eventually fade away, however the customer states the 000 was the actual test result. No actions taken based on device result. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.